Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation observed the distal end of the main tube to have a section 1.5" above the proximal clevis with glass fibres exposed and material removed on one side of the tube. The damaged area is roughly 2" long x .200" wide, aligned with the tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that the shaft of the large needle driver instrument was scratched. No additional information was provided. No patient harm, adverse outcome or injury was reported.